Event description:
We have been informed by the customer in (B)(6) 2013 that the rental auto logic therapeutic pressure redistribution system is periodically defective. Customer description of the event: we had an old demented lady admitted who had severe pain in an inoperable fracture of the leg. She cried in pain when we turned her. Therefore, we have decided that she must be put on a good mattress with air circulation. After she was put on the new auto logic mattress, she was feeling good, but I discovered at 22 o'clock that there were no light in the pump. When my colleague and I looked again I minute later, there was light in the pump (green and yellow light). But while we're looking at the light, it disappeared again. My colleague put hand on the mattress and found out it was too soft, however, there was an air under the top of the body. We are uneasy / nerves about the pump works randomly and that it didn't give the pressure relief as intended. Patient has dementia and will not even be able to say about the problem. Due to the malfunction, the patient did not get the pressure relieving effect constant. There were no injuries to the patient reported. Patient experienced a temporary discomfort. Please refer MFR report # 3005619970-2013-00011.